Event description:
On 07-oct-2019: follow up information was submitted because complaint investigation results showed that the connection between tubing connector and cannula does not make the click (the click-legs of tubing connector had damages (deformed)). Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that quick release on her infusion set's were easily coming unhooked. Her blood glucose level was high (above 600 mg/dl) last night due to daughter's birthday. The site location was on the side of thigh on the leg and the pump was in her pocket. The patient had used infusion for 2 days and they were stored in a room with plastic drawers. Further, the patient stated that there was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that quick release on her infusion sets were easily coming unhooked. Her blood glucose level was high (above 600 mg/dl) last night due to daughter's birthday. The patient had used infusion for 2 days. There was no stress or pull on the tubing. The pump wasn't dropped with the set connected to their body. No further information available.